Event description:
It was reported that the patient presented in clinic for follow-up. Upon defibrillation threshold test, the implantable cardioverter defibrillator and the right ventricular lead exhibited undersensing and loss of high voltage output. It was noted that the products exhibited chronic low r-waves. On (B)(6) 2017, the physician decided to revise the lead. During the procedure, it was observed that the lead was fractured. The lead was capped and the device was explanted. The system was replaced with competitor products the following day. The patient tolerated the procedure without any complication and recovered fine.

Manufacturer narrative:
This supplemental report is to correct the previously reported event. Updated with the correct event description. Date of explant added since the lead was explanted and not replaced. (B)(4) was incorrectly reported in the initial report: 2017865-2017-05673, since there was no stated allegation of lead fracture a partial lead was returned in three segments for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon defibrillation threshold test, the implantable cardioverter defibrillator and the right ventricular lead exhibited undersensing and loss of high voltage output. It was noted that the products exhibited chronic low r-waves. On (B)(6) 2017, the physician decided to revise the lead. During the procedure, it was noted that while extracting the lead with the laser sheath, the lead disintegrated and was coming out in pieces of insulation. The lead and the device were explanted. The system was replaced with competitor products the following day. The patient tolerated the procedure without any complication and recovered fine.